Event description:
It was noted that the right ventricular lead had also exhibited noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high pacing impedance and intermittent capture. The physician decided to revise the lead. The lead could not be explanted, so it was capped and replaced. The patient was in stable condition pre and post procedure.